Event description:
The physician attempted arteriotomy closure with the closer s device following an interventional procedure. It was reported that needle deployment went without problem. A cuff miss was noted upon needle retrieval. It was reported that a foot break was also noted, but it is unk how the foot break was discovered. The physician reported that "there were no pieces left in the pt". Hemostasis was achieved via compression. There was no report of an adverse pt event.